Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the lens was found out to be cracked. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The file states the use of cartridge, which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).